Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000162, serial/lot : none product ID: bi71000163, serial/lot : none a medtronic representative went to the site to perform a system check out and they found the system could not boot up, as the batteries could not be charged and run out of power. The batteries were replaced to resolve the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system could not boot up. There was no patient involvement.